Event description:
It was reported that the ilet was not charging on the charging pad, with the pad flashing green and the ilet unpowered; troubleshooting showed the ilet had been placed screen-down, and when repositioned screen-up the pad displayed a solid green and charging resumed, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem identified with use orientation, consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.